Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unit was not powering on, and the screen was blank. A field service engineer (fse) reattached the disconnected main full-height (fh) drawer 6 and the auxiliary cabinet drawer 2.6, which had been disconnected and isolated due to a power failure caused by a failed drawer controller in auxiliary 3.1. The fse then installed a replacement drawer controller and reattached all remaining drawers. After that no further issues were noted, then tested in operation in hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was not functioning with no power and screen went blank. The customer stated that this malfunction occurred while dispensing the medication and they were unable to remove or issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.